Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified that hardware performance may have contributed to this event; however, the primary failure mode could not be determined. The fse replaced the sample syringe case and sample syringe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.